Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 147 mg/dl, 288 mg/dl, 228 mg/dl and 362 mg/dl when all tests were performed within 10 mins on the compact sys. Rptr indicated that he was experiencing some hyperglycemic symptoms during the time of testing. Rptr stated that he took extra medication based on the high results. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.